Event description:
As reported by the user facility: according to the complainant, the pump auto-titrated above programmed dose rate of 6 m/hr without anyone manipulating the pump. The nurse stated that the pump rate was set to 6m/hr, but it kept jumping to 8m/hr. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation but the logs were provided for review. Details of history log: log review shows on (B)(6) 2025 and 8:30am an infusion start of 6ml/hr and 500ml (dl: oxytocin; 6mlu/min). At 9:04am with a volume infused to 3.3ml new rate was set to 7ml/hr. At 9:22am pressure alarm stopped infusion and at 9:30am new rate was set to 6ml/hr and infusion start. At 10:08am with volume infused to 9:05ml, new rate was set to 8ml/hr with user acceptance (ok button press) of new rate. At 10:32am pressure alarm stopped infusion and at 10:33am an infusion start. At 10:45am infusion was stopped with a volume infused to 13.71ml and no further infusions took place. The defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.